Event description:
It was reported that during a da vinci-assisted radical cystectomy (with ileal conduit) surgical procedure, the 0-degree endoscope plus picture was going in and out. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0-degree endoscope plus to perform failure analysis. The endoscope was analyzed, and the findings did not replicate or confirm the customer reported event. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone b in the middle 1/3 of the endoscope cable. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected, and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The endoscope was tested and place on an in-house system for cable testing failed due to wahoo paddle board (wpb) defect.